Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 4/2/2021 h.6. Investigation: bd received 4 samples for investigation. The samples were evaluated by visual examination and draw testing and the indicated failure mode for underfill with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identifiy a root cause for the indicated failure mode. See h.10.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes there was underfill or low draw of a tube with blood this event occurred 100 times. The following information was provided by the initial reporter: translated to english. The customer stated: "user facility clinic manager reported via email that they were trying to obtain the blood, no blood returned. It was difficult to replace the hub/vacutainer and it detached from the needle. They had to re-cannulate the patient."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes there was underfill or low draw of a tube with blood this event occurred 100 times. The following information was provided by the initial reporter: translated to english. The customer stated: "user facility clinic manager reported via email that they were trying to obtain the blood, no blood returned. It was difficult to replace the hub/vacutainer and it detached from the needle. They had to re-cannulate the patient."